Manufacturer narrative:
(B)(4). This report is for an unk - screws: dhs/dcs/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: zou j, xu y, and yang h (2009), a comparison of proximal femoral nail antirotation and dynamic hip screw devices in trochanteric fractures, the journal of international medical research, volume 37, pages 1057-1064 (china). This study was designed to compare functional outcome and complications of the proximal femoral nail antirotation (pfna) device with those of a traditional extramedullary device, the dynamic hip screw (dhs), in patients with trochanteric fracture. Between january 2006 and december 2007, 151 patients with low-energy trochanteric femoral fractures were included in the study. Of these, 58 were randomized to the pfna group and were implanted with the unknown synthes proximal femoral nail antirotation while 63 were randomized to the dhs group and were implanted with the unknown synthes dynamic hip screw. The mean age was 65 years in both the pfna group (range 37 91 years) and the dhs group (range 34 89 years). The gender distribution was 79 percent women and 21 percent men in the pfna group, and 76 percent women and 24 percent men in the dhs group. After surgery, the patients were mobilized and given standard rehabilitation instructions by a physiotherapist. Follow-up evaluations consisted of clinical examination, assessment of functional outcome and radiographs which were performed at 6 weeks, 3, 6 patients and 9 months, and then annually. Patients were followed up for a minimum of 1 year complications were reported: stable fracture dhs group 1 patient had breakage of the implant and required reoperation. 1 patient had wound infection and required antibiotics. Unstable fracture dhs group: 1 patient had a broken screw and required reoperation. 1 patient had nonunion and required reoperation. This report is for the unknown synthes dynamic hip screw. This report is for (1) unk - screws: dhs/dcs. This report is 3 of 3 for (B)(4).